Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to low estimated pump flow and acute renal damage, with a suspicion of pump thrombosis. A CT scan showed signs of partial thrombosis of the outflow graft. The pump was explanted on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between the pump and the reported events could not be conclusively established through this evaluation. The report of partial outflow graft thrombosis and low flows could not be confirmed because no images, log files, or product were provided for evaluation. Thromboembolism, lvad flow obstruction, and renal dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was permanently deactivated and was not explanted from the patient.